Event description:
It was reported that the patient's atrial lead had a lead warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: mvs10, competitor pacing lead, (B)(6) 2006; 4076, implantable pacing lead, (B)(6) 2006. (B)(4).